Manufacturer narrative:
The patient's recurrent gi bleeding is reported under MFR # 2916596-2019-05400. Manufacturer's investigation conclusion: the pump remained in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that from (B)(6) 2018 - (B)(6) 2018, patient had gastrointestinal bleeding which required four units of packed red blood cells. No procedures were preformed. Coumadin was stopped and aspirin was increased to 162 mg on discharge with plans for close monitoring of hematocrit and hemoglobin but was later stopped due to recurrent gastrointestinal bleeding. No further or additional information was provided.